Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was observed via merlin.net to be in backup operation with no high voltage therapy. The patient presented in clinic for reprogramming and successfully restored the ICD. After a capacitor maintenance was performed, and the ICD went into backup operation again. The patient was pending ICD changeout and lifevest placement. There were no patient consequences.

Event description:
It was reported that the patient presented during clinical follow-up. Investigation noted that the implantable cardioverter defibrillator was in backup mode. Programming changes were performed. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) presented in clinic for follow-up and the ICD was found in backup operation with no high voltage therapy active, still. Also, it was found that the ICD exhibited premature battery depletion. No intervention was performed. There were no patient consequences.